Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a retinal procedure, a system message displayed, and the system rebooted itself. The case was completed using the same system, without harm to the patient. The system was used during subsequent procedures that day without any further incident.